Manufacturer narrative:
An event regarding elevated cobalt involving an mdm liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pathology reports, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented with cobalt level over 900. Mdm liner, insert, and head were explanted. New x3 liner and head were implanted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient presented with cobalt level over 900. Mdm liner, insert, and head were explanted. New x3 liner and head were implanted.